Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-12853. It was reported the patient experienced inadequate therapy. Troubleshooting was unable to resolve the issue. In turn, the ipg and extensions were explanted. Note: all of the patient's ipgs are being reported because it is unknown which ipg is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information indicates this ipg was liable.